Manufacturer narrative:
The affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) were checked for all available lot numbers and were within specifications valid at the time of production. Two further incidents have been filed with nx033z lot 52158619 regarding implant loosening until today. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx033z-as vega ps femoral comp.cemented f6n r. According to the complaint description, it was reported, that as a result of having the product implanted, the patient has experienced pain (mostly located on the inside of the knee joint), weakness in right knee, difficulty with climbing stairs and trouble rising from a seated position. X-rays showed loosening of the tibial implant. Post-replacement surgery findings showed loosening of the tibial and femoral components, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2016, and the revision surgery occurred on (B)(6) 2017. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00594 ( (B)(4) nx033z), 9610612-2020-00595 ((B)(4) nx056z). Involved components: nn264z (tibial obturator d14mm l7mm), nn484 (columbus pri/rev pe patella 3-pegs p4), nx033z (ps femur cemented f6n rt), cement used: zimmer palacos r+g radiopaque.